Manufacturer narrative:
The reported event of failure to interrogate and data problem was not confirmed. The monthly current trend was normal, and voltage was in normal range of operation. Further electrical and mechanical analysis performed in nominal setting did not find any anomaly and device was able to be interrogated through inductive telemetry. Longevity assessment was performed, and device was found to have appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that pacemaker could not be interrogated due to a connection error. The pacemaker was ultimately not used and replaced with new one. There were no patient consequences.